Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they received a failed battery test alarm on the insulin pump. Customer stated that they had 2 bars on their battery this morning. The alarm occurred during pump functionality and upon putting in a new battery. Customer's blood glucose was 205 mg/dl/. Customer was advised to clear the alarm. Customer blew on the cap and stated that the battery contacts look fine. Customer had already inserted the battery while they were on hold. Customer did not receive a failed battery test alarm. Customer found a (B)(6) battery and stated that the pump was now working. Customer will be sent a replacement battery cap. Customer later called back after receiving the replacement battery cap. Customer's blood glucose was 383 mg/dl. Customer had a failed battery test alarm that recurred. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.